Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a missing sensor wire on (B)(6) 2015. Patient reported the sensor wire fell out of the sensor applicator. Patient reported removing the transmitter prior to removing the sensor pod from the body. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). Without the device being returned for investigation the reported missing sensor wire cannot be confirmed; however, the patient reported removing the transmitter prior to removing the sensor pod. It should be noted that in the dexcom g4® platinum continuous glucose monitoring system user's guide it states, "do not remove the transmitter while the sensor pod is still attached to the body."